Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The pump will reportedly go to the verify screen for no reason. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review showed an unusual reboot on the reported failure date. The battery cap threads were found stripped, the battery compartment observed to be cracked, cap contacts measurements were taken and found: within specification. The cap was unable to hold electrical connection and the reported "intermittent power" issue was duplicated. A test cap was used during investigation and no further reboots occurred. The pump ran for 24hours with no power issue. The cover of the pump was removed, power flex and power circuit were inspected with no evidence of moisture ingress or intermittent condition found. Unrelated to this complaint, the audio bolus button found to be operable intermittently , the bolus button cover was removed and contamination was found on the button's contact. The pump boots up to "verify" screen successfully but the display was faded, a test screen was mounted during investigation and it was fully illuminated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.